Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11c10067 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with culture positive for bacillus species and pain in a patient coincident with dianeal pd2 ambuflex, dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient had been keeping dianeal and extraneal solutions in his hot garage. On (B)(6) 2011, the patient experienced pain and went to the ER. The patient was not hospitalized. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The nurse reported that the events of peritonitis with culture positive for bacillus species and pain were unrelated to dianeal and extraneal therapies.